Manufacturer narrative:
Device was initially received for the complaint that there was downstream occlusion error during testing. During investigation found the contamination on downstream occlusion (dso) sensor issue was identified. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that battery compartment contacts have rust. The reported complaint could not be replicated upon performing downstream occlusion test. The probable cause is likely an intermittent failure or contamination on dso sensor assembly.

Event description:
It was reported that there was downstream occlusion error during testing. During investigation found the contamination on downstream occlusion (dso) sensor issue was identified. This malfunction makes the event reportable. There was no patient involvement.